Event description:
Patient reported, their implant became loose and painful, during aligner therapy. And they had to see their dds, due to the loose implant.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.